Manufacturer narrative:
The device has not yet been returned for analysis. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a reprocessed acunav 8f-90 sms catheter, and the sterile packaging for the catheter was damaged, as there was some tearing and the package was open. In addition, the catheter shaft was also bent out of the packaging. There were no exposed wires. The catheter was replaced, and the issue resolved. There was no patient contact with the device and no patient consequence. The procedure was not altered due to this issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a reprocessed acunav 8f-90 sms catheter, and the sterile packaging for the catheter was damaged, as there was some tearing and the package was open. In addition, the catheter shaft was also bent out of the packaging. The device was returned for analysis on 9/27/2019. The complaint device was submitted to full functional testing. The device passed its full electrical testing as well as its mobility testing. No defect was found with any portion of the device's performance or functionality. As such the account's complaint could not be confirmed or duplicated. The device arrived at sterilmed without any of its original packaging. As such no analysis of the packaging could be conducted. A manufacturing record evaluation was performed, no discrepancies were noted and no non-conformances identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).